Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was 50 mg/dl. It was unknown whether the customer was using auto mode or not at the time of event. Customer stated that the metal piece fell off while replacing the battery. The insulin pump was turning on and working. The insulin pump will not be returned for the analysis.